Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Broken battery tube thread noted. Pump passed displacement test.

Event description:
The customer reported via phone call that insulin pump was cracked in two different places at reservoir and battery compartment. The customer¿s blood glucose value was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.